Event description:
The device involved in this MDR report was explanted and returned for analysis because the end of life indicator was reached.

Event description:
The device involved in this MDR report was explanted and returned for analysis because the end of life indicator was reached.

Manufacturer narrative:
February 23, 2006 this event concerns a device that was manufactured and used outside the united states. This device was manufactured between august 2003 and august 2004 and was listed in the advisory letter issued in july 2005. The device analysis is pending. June 15, 2006 please refer to the attached analysis report no. 060207.